Event description:
It was reported that this brady lead was attempted due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was attempted due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received from the representative indicating that the brady lead was not implanted due to inadequate unipolar capture, which was believed to be related to anatomy of the patient. As a result, a passive right ventricular (rv) lead was chosen for implantation. This brady lead will be returned.

Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this brady lead was attempted due to unknown product performance issue. This brady lead was replaced and not implanted. No adverse patient effects were reported. Additional information was received from the representative indicating that the brady lead was not implanted due to inadequate unipolar capture, which was believed to be related to anatomy of the patient. As a result, a passive right ventricular (rv) lead was chosen for implantation. This brady lead was returned.